Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed a high out-of-range shock lead impedance measurement greater than 125 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted to review the lead history and advised there have been ebbs and flows in the shock impedance trend present throughout the implant duration. The average impedance measurement since implant appears to average between 80 and 90 ohms with outliers ranging from 50 to greater than 125 ohms. Ts provided troubleshooting and programming suggestions. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.